Event description:
Possible false negative. Abnormal cells found outside of 22 fields of view (fov). No abnormal cells present within 22 fov to prompt full scan of slide. This incident is classified as a rare event, which is where the cells in question would match our experience in the clinical trial as evidenced in table 8 of the thinprep imaging system operation summary and clinical info.